Manufacturer narrative:
3003721894-2016-00205 is associated with argus case (B)(4), ultra corega powder. Ultra corega powder is marketed as super poligrip powder in the united states. Product complaint investigation results: unsubstantiated as a result of the analysis performed by the manufacturer´s site quality assurance department (jpa) the product was in acceptance with the fabrication guidelines. Product complaint number: (B)(4). As the requested sample was not received and was not informed by the consumer lot number in question, it is not possible to assess the documentation and results analytical assessment of retention or sample. However, please note that all manufactured lots are subjected to analysis chemical and microbiological and are only marketed by results registered within the specifications for the product. Several studies have demonstrated the efficacy and stickiness of the product has been carried out, with satisfactory results. We emphasize that for maximum benefit of obtaining product recommendations listed on the packaging must be strictly followed. There are also some factors related to the misuse of the product and / or condition consumer can justify the perceived lack of corega powder grip. Are they: backlash in the prosthesis; eating habits, hot drinks (like coffee) and excess saliva can affect the adhesiveness of time the product (especially in the lower denture). Product excess in the application; a little product in the application; not fixed pins; no fixed metal prostheses; lack of review (retraction gum).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture adhesive powder-double salt (ultra corega powder) oral powder (batch number unknown, expiry date february 2017) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started ultra corega powder. On an unknown date, an unknown time after starting ultra corega powder, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), near death experience (serious criteria gsk medically significant), stomach pain, product odor abnormal and product taste abnormal. On an unknown date, the outcome of the accidental device ingestion, near death experience, stomach pain, product odor abnormal and product taste abnormal were unknown. It was unknown if the reporter considered the accidental device ingestion, near death experience, stomach pain, product odor abnormal and product taste abnormal to be related to ultra corega powder. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the reporter (patient's relative) reported that she bought the product ultra corega powder for the patient, however, the patient informed that this product is not worth it. According to her, it "flows" throughout the mouth and has not adhered her dental prosthesis, although she tried several times, using different quantities of the product. The patient also thinks that the suspect product has a horrible taste and smell. The reporter also informed that due to the situation described above, the patient ingested the whole product and because of this, she presented stomach ache and "almost died" (unspecified). Follow up received on 16 sep 2016: the report was identified as a product complaint due to the consumer complaint regarding the lack of adherence of this product. Final qa results received on 28 september 2016: this complaint was deemed unsubstantiated.

Manufacturer narrative:
This report is associated with argus case (B)(4), ultra corega powder. Ultra corega powder is marketed as super poligrip powder in the united states.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture adhesive powder-double salt (ultra corega powder) oral powder (batch number unknown, expiry date february 2017) for product used for unknown indication. On an unknown date, the patient started ultra corega powder. On an unknown date, an unknown time after starting ultra corega powder, the patient experienced accidental device ingestion (serious criteria gsk medically significant), near death experience (serious criteria gsk medically significant), stomach pain, product odor abnormal and product taste abnormal. On an unknown date, the outcome of the accidental device ingestion, near death experience, stomach pain, product odor abnormal and product taste abnormal were unknown. It was unknown if the reporter considered the accidental device ingestion, near death experience, stomach pain, product odor abnormal and product taste abnormal to be related to ultra corega powder. Additional details: the reporter (patient's relative) reported that she bought the product ultra corega powder for the patient, however, the patient informed that this product is not worth it. According to her, it "flows" throughout the mouth and has not adhered her dental prosthesis, although she tried several times, using different quantities of the product. The patient also thinks that the suspect product has a horrible taste and smell. The reporter also informed that due to the situation described above, the patient ingested the whole product and because of this, she presented stomach ache and "almost died" (unspecified). Follow up received on 16 sep 2016: the report was identified as a product complaint due to the consumer complaint regarding the lack of adherence of this product.

Manufacturer narrative:
The report # 3003721894-2016-00205 is associated with (B)(4), ultra corega powder. Ultra corega powder is marketed as super poligrip powder in the united states.

Event description:
Accidental ingestion [accidental device ingestion]. Almost died [near death experience]. Stomach ache [stomach pain]. Suspect product has a horrible taste and smell. [Product odor abnormal]. Suspect product has a horrible taste and smell. [Product taste abnormal]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received denture adhesive powder-double salt (ultra corega powder) oral powder (batch number unknown, expiry date february 2017) for product used for unknown indication. On an unknown date, the patient started ultra corega powder. On an unknown date, an unknown time after starting ultra corega powder, the patient experienced accidental device ingestion (serious criteria gsk medically significant), near death experience (serious criteria gsk medically significant), stomach pain, product odor abnormal and product taste abnormal. On an unknown date, the outcome of the accidental device ingestion, near death experience, stomach pain, product odor abnormal and product taste abnormal were unknown. It was unknown if the reporter considered the accidental device ingestion, near death experience, stomach pain, product odor abnormal and product taste abnormal to be related to ultra corega powder. Additional details: the reporter (patient's relative) reported that she bought the product ultra corega powder for the patient, however, the patient informed that this product is not worth it. According to her, it "flows" throughout the mouth and has not adhered her dental prosthesis, although she tried several times, using different quantities of the product. The patient also thinks that the suspect product has a horrible taste and smell. The reporter also informed that due to the situation described above, the patient ingested the whole product and because of this, she presented stomach ache and "almost died" (unspecified).